Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿(B)(4), model #: 1403 / catalog #: 1403 / expiration date: 30-nov-2020/ serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 05-nov-2019, labeled for single use: no. Brand name: heartware ventricular assist system ¿ (B)(4), model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2021/serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 09-mar-2020, labeled for single use: no. Brand name: heartware ventricular assist system ¿ (B)(4), model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2021/serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 09-mar-2020, labeled for single use: no. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had an unwitnessed cardiac arrest. The patient was unresponsive at the time of arrival to the emergency department and it was noted that patient did not have both batteries attached to the controller. The patient died soon after and prior to death there were controller failed, vad stop and critical battery alarms.

Event description:
It was also noted that there were multiple instances where the controller exhibited unexpected losses of power. The controller also exhibited a controller fault alarm.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction to b3 event date from on (B)(6) 2020; b5; d11 to include concomitant product; h10 to update the model from 1403 to 1420. Product event summary: the ventricular assist device (vad), controller, and two batteries were not returned for evaluation. A review of the battery¿s manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the controller alarm log file revealed multiple critical battery alarms and a controller fault alarm logged on (B)(6) 2020. The first critical battery alarm was logged at 02:20:08 due to a battery depleting below 10% relative state of charge (rsoc). Review of the data log file revealed that the battery had an abnormal discharge rate leading up to the critical battery alarm. Log file analysis revealed that, following the initial critical battery alarm, a power adapter was connected to power port one (1) and no power source was connected to power port two (2). Several additional critical battery alarms were logged between 02:22:59 and 02:25:13, indicating that the battery was reconnected and disconnected from the controller multiple times while its rsoc was below 10%. A controller fault alarm was logged at 04:40:46 due to a fault in the controller¿s active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The controller fault alarm was likely triggered due to the battery being reconnected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. The controller fault alarm cleared at 04:41:56. Additionally, log file analysis revealed a controller power up event on (B)(6) 2020 at 05:09:12; the controller had lost power at 04:42:34. The data point recorded prior to the loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 26 minutes and 38 seconds. Several additional controller power up events and a vad disconnect alarm, due to a physical disconnection of the driveline from the controller, were logged since (B)(6) 2020 likely due to troubleshooting after the patient was found. As a result, the reported event was confirmed. The most likely root cause of the critical battery alarms can be attributed to the battery depleting below 10% rsoc. Applicable risk documentation and experience with events of similar circumstances were considered; the observed abnormal discharge of (B)(6) may be attributed, but not limited, to soldering or welding defects. Based on risk documentation and the available information, a possible root cause of the controller fault alarm may be attributed, but not limited, to a depleted battery with a low output voltage, which may be due to a battery malfunction. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Additional products: d1: heartware ventricular assist system controller 2.0; d4: model#: 1420 / catalog#: 1420 / serial: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19; d1: heartware ventricular assist system battery; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 3331, 4112, 4114 h6: FDA results code(s): 120 h6: FDA conclusion code(s): 19, 4315; d1: heartware ventricular assist system battery; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.